Event description:
The acunav transducer, swiftlink connector, and a cypress ultrasound system were shipped to a customer with labeling indicating "defibrillator-proof function" prior to completion of testing and documentation supporting compliance with performance standards.